Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent 5f vascular stent. Prior to the procedure, while scanning the qr code and the bar code, the customer discovered that the lot number that appeared on their system was not the same as the one that appeared on the shelf box. It showed qnkv0287 instead of ankv0287. No patient involved.

Manufacturer narrative:
H11: additional information was received. Based on follow-up, the reading error from the scanners have been corrected and there is no alleged deficiency or malfunction with the product. This report is no longer being considered a complaint file and is determined to be no longer reportable. Since an initial MDR was submitted, the file will remain assessed as a malfunction. G3. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4 as the lot number for the device was provided, a review of the device history records is completed. The return of the sample is pending. However, photos and analysis reports were provided for review. The investigation of the reported event is currently underway section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent 5f vascular stent. Prior to the procedure, while scanning the qr code and the bar code, the customer discovered, that the lot number, that appears in their system was not the same than the one that appears on the shelf box. It showed qnkv0287 instead of ankv0287. No patient involved.